Event description:
Partient who had been implanted with a charite artificial disc required a revision due to subsidence of the device. Revised patient by laminectomy and repositioning of the charite anterioly from behind. This was followed by the implant of four pedicle screws and subsequent fusion. As surgical intervention occurred on MDR is being filed to document this event.

Manufacturer narrative:
Surgeon believes that the problem was related to poor bone quality. The patient had a pre-op t-score of (-1) which is within the patient selection criteria but that the patient had very aggressive subsidence into the inferior endplate which he attributes to bone quality. No definitive conclusion can be made at this time however based on the information provided it appears that the problem was related to patient bone quality.